Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (approximately 230-500 mg/dl). Reportedly, the customer adjusted the pump carbohydrate ratio without guidance from the customer's health care professional. Reportedly, the customer consulted with their health care professional about adjusting the pump settings. Customer delivered a bolus and administered manual injections to address elevated bg levels.